Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation ran the device at 10ml/hr for a volume to be infused (vtbi) of 10ml and also ran it at 125 ml/hr for a vtbi of 125ml. The results were -3.93% error and -2.43% error respectively which are within 5% specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing in the biomedical services area. There was no patient involvement. No additional information is available.